Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited poor sensing measurements and low r-wave amplitude since implant. The rv threshold and impedance measurements were stable and within normal range. The patient was experiencing ventricular tachycardia (vt) arrythmias that the physician believed to be caused by the position of the rv lead. A lead repositioning procedure was successfully performed. The rv lead remains implanted in the patient with good measurements and no further vt episodes. No additional adverse effects were reported.